Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a nurse contacted the technical support engineer (tse) outside of a procedure to report that the system faulted when they were draping the system for a case. The tse reviewed the logs and found that error 23065 had occurred. The tse also looked at the last couple of power cycles and found that universal surgical manipulator (usm) 3 failed post. Further troubleshooting was required. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (psuj) on universal surgical manipulator (usm) 3 due to 22028, 23007, and 23065 errors. After programming, the system ran smoothly. The system was tested and verified as ready for use.